Manufacturer narrative:
(B)(4). The customer reported to have tested the device for a few days and no problems were found. The customer requested for a covidien service engineer (se) to evaluate the device. The se could not duplicate the allegation of the burning smell. The se disassembled the ventilator and evaluated all printed circuit boards (pcbs) and power supply assembly for any abnormalities, and none were found. The se updated the software to the current revision, performed calibrations and extended self-testing on the device and all tests passed. Reference manufacturer report # 8020893-2016-03399.

Event description:
It was reported that, while in use on a patient, a 980 ventilator made a loud noise and a burning smell was noticed. The patient was removed from the ventilator and placed on an alternate ventilator. The patient was not harmed or injured as a result of the reported event.